Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blocked alarm on (B)(6) 2024. The blockage was at the site. The glucose level was high and the patient was treated with correction bolus via pump. No further information available.